Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed during application. There was no patient injury. Additionally, the customer reported that a small, nickel-sized piece of plastic was found inside the bottle; upon further review, this piece was confirmed to be adhered to the interior surface of the bottle. The available photo sample showed a surgiphor bottle appears to contain no visible solution and exhibits a visible crack located along the central portion of the bottle body. However, photo does not assist in determining the root cause. Based on the information currently available and without the ability to examine the sample, no definitive conclusions can be drawn. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during application, the surgiphor bottle cracked and busted while being squeezed. The cap had been removed prior to use and there was a small nickel size portion of the plastic was found stuck to the inside of the bottle. There was no patient injury.